Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during pre-inspection in the operating room, a piece of material was adhered to the side of the lumen obstructing the view. No patient injury or involvement.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no obvious defects found on the device. Simulation was conducted using the inner diameter inspection gauge on samples taken from current production. There was no difficulty inserting the gauge into both lumens. Simulation on the complaint device showed that the inspection gauge was unable to go through the bronchial lumen. The complaint sample was then examined under magnification and it was found that the connecting tube at the bronchial lumen was not fully adhering to the surface of the bronchial main tube. Based on the investigation performed, the reported complaint of excess material inside the tube is confirmed. It is most likely that this defect was caused by improper assembly. Briefing and re-training was conducted to the manufacturing operators to increase the awareness of this defect. In addition, a nc was opened to address this issue.

Event description:
The customer alleges that during pre-inspection in the operating room, a piece of material was adhered to the side of the lumen obstructing the view. No patient injury or involvement.